Event description:
The company received a report where it was claimed that a "broken pilot balloon" was discovered during patient use. The customer could not provide further details related to the allegation of a broken pilot balloon, but did indicate that it did result in replacement of the tube. The tube was replaced without incident.

Manufacturer narrative:
The sample associated with this report is not available for investigation. The reporter could only supply the lot # and empty package. A device history review of the reported lot # will be reviewed by the manufacturing site. If any new or significant information is identified, information will be provided in a supplemental report. At this time, no further conclusion can be drawn since the sample will not be made available for investigation and the reporter cannot provide any further details related to the customer report.